Event description:
Customer reported the device would not switch to manual mode. No reported pt involvement. During testing by MFR the device would not respond to key commands. Device was repaired and returned.